Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment bearings were damaged. It was noted that the ball bearings had fallen apart and the missing balls were not present. It was also noted that the craniotome hook was damaged. The device also failed pre-repair diagnostic tests for visual assessment and cutter insertion. It was noted in the service order ¿attachment became unusually warm.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.